Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse called and stated a customer received a message of "lo" (reading less than 40 mg/dl) and 45 mg/dl from the adc freestyle libre sensor. The customer's wife treated based off the sensor scan results with jam and honey and a glucagon injection. There are no reported glycemic symptoms at the time of the scan. One hour later, the wife scanned the customer's sensor and obtained a reading of 56 mg/dl. The wife then called the nurse who instructed the wife to perform a capillary blood glucose with a competitor brand blood glucose meter and the result was 415 mg/dl. The wife removed the sensor and injected insulin (type/dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse called and stated a customer received a message of "lo" (reading less than 40 mg/dl) and 45 mg/dl from the adc freestyle libre sensor. The customer's wife treated based off the sensor scan results with jam and honey and a glucagon injection. There are no reported glycemic symptoms at the time of the scan. One hour later, the wife scanned the customer's sensor and obtained a reading of 56 mg/dl. The wife then called the nurse who instructed the wife to perform a capillary blood glucose with a competitor brand blood glucose meter and the result was 415 mg/dl. The wife removed the sensor and injected insulin (type/dose unknown). There was no report of death or permanent injury associated with this event.